Event description:
Patient revised for infection.

Event description:
Caller reports the use by date on the aviva test strip vial as 08/31/2010. Manufacturer's batch record confirmed the actual use by date to be 08/31/2009. No adverse event reported. Requested return of suspect device and replacement was sent (caller declined replacement).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.